Event description:
Customer ran a control test and received a result of 145mg/dl and the range on the box of sensors was 112-161mg/dl. Customer wanted to know if that was an accurate result. The customer also ran a test with a result of 114mg/dl and 5 minutes later received a result of 46mg/dl. An attempt was made at reviewing the system over the phone to determine the cause of these readings but the customer refused. Customer wanted to compare it to lab results.